Manufacturer narrative:
(B)(4) used to capture the medical device removal.

Event description:
Medical record ad 17 june 2019 was reviewed on 11 december 2019. (B)(6) 2015: the patient underwent a right total knee arthroplasty. Attune implants were utilized with depuy cement x2. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of the right knee. Prior medical reports reveal reports of pain, effusion, instability, and stiffness. Intraoperatively, surgeon noted some medial and lateral instability and found tibial tray to be loose at implant-cement interface. Patella was not revised. All other components were replaced (tibial, insert, femoral) with non-depuy revision knee system implants in conjunction with depuy cement x2. No intraoperative complications were noted. Doi: (B)(6) 2015; dor: (B)(6) 2018; (tibial, insert, femoral).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) used to capture the musculoskeletal stiffness and joint instability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(6) 2018: on (B)(6) 2015 patient underwent an attune right tka. He was manipulated on (B)(6) 2015 for pain and stiffness. He underwent a revision on (B)(6) 2017 for pain, effusions, stiffness, mild instability (noted intraoperatively), and loosening of the tibial tray at the tray to cement interface. Doi: (B)(6) 2015, dor: (B)(6) 2017.